Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a lower extremity vessel. A 9.0 x20, 75cm charger¿ balloon catheter was advanced for dilation. However, when the balloon was inflated at 6 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured and the balloon was intact after it was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.